Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the decline of the longevity was observed as 1.3 years during follow up on (B)(6) 2016 compared to the longevity on (B)(6) 2016, which was 4.7 years. During recent follow-up when the device was interrogated, it was confirmed that the device had reached eri on (B)(6) 2016 and within that day, it reached to eos. The patient was not aware of the patient notifier. The patient had no history of shock therapy before eri and he was not dependent in pacing. The device was explanted and replaced. There were no adverse consequences to the patient due to this event and the patient¿s condition was stable prior, during and post procedure.